Event description:
Drain broke while being used as a gastrostomy tube in 15 year old male feline weighing 5 lbs. Drain was placed on 05/04/1999 and allegedly broke on 09/15/1999. Rptr stated drain should have lasted at least 1 year. Rptr further stated on veterinary practitioners' report that feline was euthanized due to this adverse event.